Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/24/2021. H.6. Investigation: a device history record review was completed for provided lot number 200907. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Twenty of the returned samples were selected for examination and no signs of leakage through the cannula or the hub components were observed. Twenty additional retained samples of the same lot number were obtained from the manufacturing for further examination. The retained samples also did not display any signs of leakage. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this reported incident.

Event description:
It was reported that the needle 25ga 1in leaked repevax from a hole during use. The following information was provided by the initial reporter: "the cannula has a hole that cannot be seen. During vaccination, the solution splashed through this hole, the solution did not reach the muscle. The child had to be vaccinated again, a second dose had to be used." "The substance to be injected was repevax."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 25ga 1in leaked repevax from a hole during use. The following information was provided by the initial reporter: "the cannula has a hole that cannot be seen. During vaccination, the solution splashed through this hole, the solution did not reach the muscle. The child had to be vaccinated again, a second dose had to be used." "The substance to be injected was repevax."